Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1260853. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-09-17. Medical device lot #: unknown. Medical device expiration date: unknown device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had hemolysis, red cell hang up, and gave erroneous results. The following information was provided by the initial reporter: "the quality of the sample (serum-matrix) after centrifugation is not good, it's observed hemolysis, and red cells hang up in tubes' walls."

Manufacturer narrative:
H.6. Investigation summary: material #: 367986 lot/batch #: 1260853 and unknown bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Hemolysis or red cell hang-up was not observed in the photos. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin/hemolysis/red cell hang-up was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, hemolysis/red cell hang up/fibrin strand(s), because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photos provided. This complaint is unable to be confirmed for hemolysis and red-cell hang-up based on the photos and the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had hemolysis, red cell hang up, and gave erroneous results. The following information was provided by the initial reporter: "the quality of the sample (serum-matrix) after centrifugation is not good, it's observed hemolysis, and red cells hang up in tubes walls."